Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not trouble shoot for high blood glucose. The customer states had an active date and blood glucose was low and later that day it rose to 400 ng/dl. The customer states having issues with pump and sensor. Customer was informed on blood glucose vs. Sensor glucose. The pump will not be return for analysis.